Event description:
It was reported that a user experienced recurrent hyperglycemia after starting the ilet three days prior, with postprandial glucose rising to approximately 265 mg/dl following announced meals and increased insulin use that depleted the cartridge to about 25 units; troubleshooting and education on infusion set/tubing and cartridge change were provided, and no alarms or malfunctions were reported. Symptoms included elevated blood glucose. Outcomes included user guidance on device use and plans to replace the set and cartridge prior to bedtime, with no medical intervention or hospitalization. Investigation included customer support troubleshooting and user education on system behavior during elevated glucose and early adaptation. Investigation of this case revealed no device malfunction and suggested that elevated glucose and higher insulin use were consistent with early adaptation and postprandial response, with possible infusion set or cartridge supply considerations given the low remaining insulin. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.